Manufacturer narrative:
The device was discarded, thus no investigation could be completed.

Event description:
A peripheral atherectomy procedure commenced to treat a slightly calcified plaque lesion in the proximal common femoral artery (cfa). The physician used a spectranetics turbo elite laser atherectomy catheter to treat the patient. The turbo elite was inserted into the outer sheath where resistance was felt by the operating physician; it was difficult to pull the catheter back out. Once the turbo elite was removed from the outer sheath, it was discovered that the catheter was split open and the wires (fibers) inside the catheter were exposed. The turbo elite was discarded and another turbo elite was used to successfully complete the case with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.